Event description:
The hospital reported that prior to the procedure, the staffs pre-checked the scope and they were not getting a good picture. The image was cloudy. Another scope was used to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
Investigation results: the initial visual inspection showed that the distal shaft section was bent with scratches on the tube shaft and the optic was compromised. The scope was shipped to scholly fiberoptics, our contract manufacturer on 12/5/08 for further investigation. A supplemental report will be submitted when the device has been returned and the investigation completed.